Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump exhibited an air in line alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is intact. Air detector error was found in event log. The reported "air in line" problem was not duplicated. When tested in user mode the pump ran normally. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the air detector will be replaced as a preventative measure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.